Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a follow up visit, device was post-paced t-wave oversensing. Patient was asymptomatic. It was recommended to not make any programming changes and monitor the patient as the event only occur during in clinic testing. No programming changes were made. Patient was stable during time of interrogation.